Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin. The customer reported the insulin pump motor did not sound right. Customer experienced high blood glucose and nausea. Customer treated their high blood glucose with the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.